Event description:
It was reported that the healthcare provider had inquired on the battery depletion rate of this device as it had depleted approximately 24% over the course of a single year. The device was subsequently explanted recently. This device was included in the november 2018 sq-rx model: 1010 pg shortened replacement interval advisory population. No additional adverse events were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited normal battery depletion; however, would display an estimation of the battery calculation that was not representative of the actual depletion. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited normal battery depletion; however, would display an estimation of the battery calculation that was not representative of the actual depletion. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device's battery had plateaued at 41% and has slowly depleted 24% over approximately a year. Data analysis indicated that the battery depletion is normal and the plateau was due to the device estimating the battery level until it began a voltage based calculation. No adverse events.